Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 87 mg/dl, hi (greater than 600 mg/dl) and 453 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter stated that she felt the hypoglycemic symptom of shakiness which was like a panic attack or being overwhelmed. Reporter stated she self-treated with an english muffin and milk. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.